Event description:
It was reported that during a lap total hysterectomy procedure, the device stopped working and the blade was broken. The blade fell into the pt, but was retrieved. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.